Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was provided for evaluation and the allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.